Event description:
The user noticed low results for a couple of patients in a row and repeated the samples on the cobas e601 and the results were much higher. The user stated three pt samples were involved and provided data for two samples in lithium heparin tubes that were discrepant. Sample 2: initial myoglobin result was less than 21.00 ng per ml with a data flag, the repeat result from the same e411 was 71.65 ng per ml and repeat result from the cobas e601 was 73.18 ng per ml. The initial pro-bnp result was 9.91 pg per ml, repeat result on the cobas e601 was 8336 pg per ml. The same sample was tested again on the e411 with a result of 8505 pg per ml and tested again on the cobas e601 was 8599 pg per ml. The initial troponin t result was 0.030 ng per ml, repeat result on the cobas e601 was 0.086 ng per ml. The same sample was tested again on the e411 with a result of 0.096 ng per ml and tested again on the cobas e601 was 0.090 ng per ml. The initial results for this pt were not reported. The samples from both patients were collected while they were in the ER and both patients were subsequently admitted. The user stated that the pt for sample 1 was not admitted based on the lab result, but was admitted based on clinical condition. The pt was admitted for syncope and still in the hospital for observation according to the customer. The field service representative determined the cause was a possible dirty measuring cell and performed measuring cell prep. To verify the analyzer performance, he ran a 15 test precision with acceptable results.

Event description:
The user noticed low results for a couple of patients in a row and repeated the samples on the cobas e601 and the results were much higher. The user stated three pt samples were involved and provided data for two samples in lithium heparin tubes that were discrepant. Sample 1: initial myoglobin result was less than 21.00 ng per ml with a data flag, the repeat result from the same e411 was 97.26 ng per ml and repeat result from the cobas e601 was 95.55 ng per ml. The initial troponin t result was 0.030 ng per ml, repeat result on the cobas e601 was 0.038 ng per ml. The same sample was tested again on the e411 with a result of 0.034 ng per ml and tested again on the cobas e601 was 0.030 ng per ml. The initial results were reported and later corrected. The samples from both patients were collected while they were in the ER and both patients were subsequently admitted. The user stated that the pt for sample 1 was not admitted based on the lab result, but was admitted based on clinical condition. The pt was admitted for syncope and is still in the hospital for observation according to the customer. The field service representative determined the cause was a possible dirty measuring cell and performed measuring cell prep. To verify the analyzer performance, he ran a 15 test precision with acceptable results.